Event description:
It was reported the patient had depression with stimulation. Initially, patient had some depression with the right internal neurostimulator (ins) when programmed with 3/2 and 1. Contact 2 was eliminated and the depression was resolved. The patient's left ins was evaluated. The patient had group a with c+1-2-5- which gave him good tremor control but he was experiencing some dysarthria and gait issues. Pw120/r60/am 5.0v. Group b was added with 0+_1-2-3- which helped the gait and dysarthria. Pw 120 r60 amp 4.0v. The patient went home and due to tremor becoming increasingly worse with group b, he switched back to group a. He immediately became depressed. The patient's wife stated medication was increased to compensate for increased tremor. Once the ins was turned off it took about 20 minutes for the depression to go away. Impedances could not be obtained because the health care professional did not want to turn on the patient due to the dramatic onset of depression when he is turned on in group a. The doctor kept the patient programmed at group b at a rate of 60 and titrated the voltage to 4.3 volts. The patient was walking better and no depression with this group. The patient would use the group b settings and be further assessed by his doctor.

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported the representative had not seen the patient since the incident occurred. It was noted the neurologist stated the patient was doing much better and was not experiencing the severe depression they were prior. It was also noted the neurologist had adjusted the patient's settings and the patient had responded well.